Event description:
Pt alleges receiving implants on 3/2/77. Pt alleges consulting her physician in 1980 because of firmness, has had capsular contracture for quite a few years and finds it almost impossible to lie on her stomach. Physician's note states gel implants in site since 1977 and firm.